Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17911. It was reported that the patient fell and experienced ineffective therapy and that the leads had migrated. Surgery may occur to address the issue.